Manufacturer narrative:
Analysis of the tube found that under magnification there was a 0.025¿ puncture in the cuff on the exterior of the radius (midline) and on the proximal side of the cuff. A syringe was used to inflate the cuff with 10cc of air and it leaked out immediately. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the device had a pin hole in the balloon during a right thyroid lobectomy procedure. The defect was detected when the patient was intubated, so the tube was removed and the patient was re-intubated with a new tube. The patient suffered no injuries and the procedure was only briefly delayed. The patient was reintubated to prevent serious injury or death. The hcp also noted that it was the first time the tube was used.